Event description:
It was reported three weeks following uneventful filter placement, an x-ray performed for back pain indicated two legs of the filter had perforated the vena cava. To date no intervention has been taken and the pt has been discharged. This device remains implanted. Therefore, no failure analysis will be available. Attempts to gain further info with regards to the circumstances of this event have been unsuccessful. Therefore co was unable to determine the cause for this event.